Manufacturer narrative:
(B)(4).

Event description:
The reporter confirmed there was no delay in surgery and a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the hand piece device had a hole in the hose. The reporter stated that the event did not occur during surgery. The reporter was unable to determine the exact date of the reported condition. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Device evaluation: the actual hand piece device has been returned and evaluated. Reliability engineering tested the device, and the customer's reported condition of a hole in the hose was confirmed. Evidence indicates this is due to improper handling. If additional information is received, a supplemental report will be sent accordingly.